Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Corrected d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleeding at the access site was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted into the left femoral vein in a 79-year-old female patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. An impella cp was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was oozing at the access site. The activated clotting time (act) was > 280. It was noted that the patient was on brilinta and aspirin. The site was redressed and manual pressure held. After 5 hours on support, the family withdrew care, and the patient expired on support. The impella functioned at p-6 at 2.3 l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4 (primary UDI number). Upon review, it was identified that it was inadvertently omitted from the initial report.